Manufacturer narrative:
The service rep troubleshoot and ordered parts. Tested unit and found system to be functioning as intended.

Event description:
The customer reported, the system would not boot. There was also a precharger error. No injury to pt.